Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the day of the event 04/18/2025, the patient was watching tv when they experienced a headache. The cgm reading was 123 mg/dl. Concerned, the patient called emergency services. Paramedics arrived promptly, but the patient had already lost consciousness. The patient does not recall if a fingerstick test was performed or what treatment was administered. They were transported to the hospital. According to the patient, they remained unconscious for three days. Upon regaining consciousness, they noted that their dexcom sensor was no longer in place. The patient could not provide further details about the event due to memory loss but mentioned they were discharged on the day of the report, after an 11-day hospital stay. It was confirmed that the hospitalization was solely due to the loss of consciousness resulting from a diabetic episode, with no other underlying health conditions. There was no documentation of additional medical evaluation or intervention. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on 05/09/2025. On the day of the event (B)(6) 2025, the patient was watching television when they experienced a sudden headache. At that time, their continuous glucose monitor (cgm) displayed a reading of 123 mg/dl. Concerned, the patient contacted emergency services. Paramedics arrived promptly; however, the patient had already lost consciousness by the time they arrived. The patient does not recall whether a fingerstick blood glucose test was performed or what treatment, if any, was administered on-site. They were subsequently transported to the hospital. According to the patient, they remained unconscious for approximately three days. Upon regaining consciousness, the patient noted that their dexcom sensor was no longer in place. The patient was discharged after a three-day hospital stay. There is no documentation available regarding further medical evaluation or intervention during the hospitalization. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.